Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of al potential fresenius products being used at the time of the event based on the info provided, it is unk how the drug may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
The user facility reported that a pt had been on hemodialysis for approximately four minutes and started to complain of chest pain. Dialysis was discontinued and pt was transported to the hospital. Seven thousands units of heparin was given at the beginning of treatment. During follow up with user facility on 11/24/2014, it was reported that pt had a pulmonary embolism and was still in the hospital.